Event description:
It was reported that the right ventricular (rv) lead had dislodged a week after implant. The lead exhibited increased threshold and caused a perforation. The patient also experienced pericardial effusion. The lead was repositioned and remains in use. The patient was a participant in the optilink hf study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d234vrc implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010. (B)(4).